Event description:
The customer reported that the system exhibited an error message. The field service engineer reported the error prevented the system from completing the boot process. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel power supply connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.